Event description:
It was reported that during testing at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician. However, upon disassembly, evidence of overheating was found. A damaged potted trigger assembly was identified, which can lead to the reported event.